Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they speak to their health care professional's due to blood on site. The customer¿s blood glucose level was unknown. The sensor will not be returned for analysis.

Manufacturer narrative:
Section describe event or problem was clarified and corrected.

Event description:
The customer reported via phone call that they had skin irritation and some bleeding at the sensor site. The customer was recommended to call their health care provider about the issue. The sensor was not returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information about harm codes has been provided with this report.